Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), endometritis ('acute endometritis'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('/miscarriage'), haemorrhage in pregnancy ('heavy bleeding/ clotting') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included overweight, multigravida, parity 5 (on (B)(6) 2007, (B)(6) 2009, (B)(6) 2011,(B)(6) 2014 and (B)(6) 2015), vaginitis, vulvovaginitis, pregnancy test positive, nausea, unintended pregnancy, dysfunctional uterine bleeding, endometritis, dizziness, amenorrhea, miscarriage ((B)(6) 2016) and premature delivery. Current weight 122 lbs. Concurrent conditions included colposcopy, abnormal cervical cytology, low grade squamous intraepithelial lesion, anemia, weakness, lightheadedness, abdominal cramps, herpes simplex, upper respiratory infection, polyhydramnios and ovarian cyst ruptured. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). In 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)/excessive bleeding"), pelvic pain ("pain/chronic pelvic pain/excessive pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,"), back pain ("lower back/back pain"), abdominal pain ("abdomen pain/abdominal pain"), pain in extremity ("hands pain,leg pain,thighs pain"), anxiety ("anxiety"), depression ("psych injury- depression") and headache ("migraines / headache"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge occurs with bleeding stops"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux/acid reflux/gerd"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 1 year 7 months after insertion of essure. In 2018, the patient experienced vision blurred ("vision/eye problems fuzziness"). In (B)(6) 2018, the patient experienced depressed mood ("hormonal changes describe: sadness"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), hypoaesthesia ("numbness in extremities/numbness of hands and legs"), arthralgia ("hip pain"), pain ("waist pain"), dizziness ("dizziness."), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), alopecia ("hair loss") and fungal infection ("yeast infections") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), cefalexin monohydrate (lexipron), clarithromycin (macrobid), omeprazole (prilosec), ondansetron (zofran) and surgery (hysterectomy (partial), dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, endometritis, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy, menorrhagia, pelvic pain, depressed mood, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, hypoaesthesia, back pain, abdominal pain, arthralgia, pain, pain in extremity, dizziness, genital haemorrhage, metrorrhagia, iron deficiency anaemia, anxiety, alopecia, hormone level abnormal, depression, gastrooesophageal reflux disease, fungal infection and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, cystitis, depressed mood, depression, dizziness, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, haemorrhage in pregnancy, headache, hormone level abnormal, hypoaesthesia, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: patient experienced another pregnancy which is captured in the case number - (B)(4),plaintiff currently planning to remove essure. Current weight 120 lbs. 1st device loaded through operating channel of hysterscope, and inserted into the r tubal ostia. Trailing coils in uterus: 1. 2nd device loaded through operating channel of hysterscope, and inserted into the l tubal ostia. Trailing coils in uterus: 1. Discrepancy noted in essure insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: impression: moderate colonic fecal stasis. Small amount of free fluid ill the dependent portion of the pelvis. Essure inserts as described above. Results called to (B)(6) emergency room. Hysterosalpingogram - on an unknown date: not reported. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection , migraine, headaches , vaginal discharge , bladder infection , haemorrhage in pregnancy , nausea , iron deficiency anaemia, pelvic pain, weight loss, blurry vision. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs+mr received- event psych injury updated to depression. Event gastrointestinal disorder updated to gastrooesophageal reflux disease. New event anxiety, acute endometritis, yeast infections were added. New reporters, patient information, medical history, lab data, treatment and concomitant drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), endometritis ('acute endometritis'), abortion spontaneous ('/miscarriage') and haemorrhage in pregnancy ('heavy bleeding/ clotting') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test." The patient's medical history included body mass index normal, multigravida, parity 5 on (B)(6) 2007, (B)(6) 2009,(B)(6) 2011,(B)(6) 2014 and (B)(6) 2015, vaginitis, vulvovaginitis, pregnancy test positive, nausea, unintended pregnancy, dysfunctional uterine bleeding, endometritis, dizziness, amenorrhea, miscarriage (B)(6) 2016 and premature delivery. Current weight 122 lbs. Concurrent conditions included colposcopy, abnormal cervical cytology, low grade squamous intraepithelial lesion, anemia, weakness, lightheadedness, abdominal cramps, herpes simplex, upper respiratory infection, polyhydramnios and ovarian cyst ruptured. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)/excessive bleeding"), pelvic pain ("pain/chronic pelvic pain/excessive pain"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea cramping"), fatigue ("fatigue,"), back pain ("lower back/back pain"), abdominal pain ("abdomen pain/abdominal pain"), pain in extremity ("hands pain,leg pain,thighs pain"), anxiety ("anxiety"), depression ("psych injury- depression") and headache ("migraines / headache"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge occurs with bleeding stops"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux/acid reflux/gerd"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy stillbirth or miscarriage") and experienced abortion spontaneous (seriousness criterion medically significant), 1 year 7 months after insertion of essure. In 2018, the patient experienced vision blurred ("vision/eye problems fuzziness"). In (B)(6) 2018, the patient experienced depressed mood ("hormonal changes describe: sadness"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), hypoaesthesia ("numbness in extremities/numbness of hands and legs"), arthralgia ("hip pain"), pain ("waist pain"), dizziness ("dizziness."), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia bleeding b/w periods"), iron deficiency anaemia ("anemia"), alopecia ("hair loss") and fungal infection ("yeast infections") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), cefalexin monohydrate (lexipron), clarithromycin (macrobid), omeprazole (prilosec), ondansetron (zofran) and surgery (hysterectomy (partial), dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, endometritis, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy, menorrhagia, pelvic pain, depressed mood, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, hypoaesthesia, back pain, abdominal pain, arthralgia, pain, pain in extremity, dizziness, genital haemorrhage, metrorrhagia, iron deficiency anaemia, anxiety, alopecia, hormone level abnormal, depression, gastrooesophageal reflux disease, fungal infection and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, cystitis, depressed mood, depression, dizziness, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, haemorrhage in pregnancy, headache, hormone level abnormal, hypoaesthesia, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: fu (B)(6) 2019: essure insertion date: (B)(6) 2016 (per summon). Event "injury" was reported. Patient experienced another pregnancy which is captured in the case number (B)(4) , plaintiff currently planning to remove essure. Current weight 120 lbs. 1st device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 1. 2nd device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 1. Discrepancy noted in essure insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram abdomen on (B)(6) 2017: impression: I. Moderate colonic fecal stasis. 2. Small amount of free fluid ill the dependent portion of the pelvis. 3. Essure inserts as described above. 4. Results called to (B)(6) emergency room. Hysterosalpingogram on an unknown date: not reported. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection , migraine, headaches , vaginal discharge , bladder infection , haemorrhage in pregnancy , nausea , iron deficiency anaemia, pelvic pain, weight loss, blurry vision quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from duplicate case: (B)(4): essure insertion date, reference numbers and reporter. Also previously reported event from the remaining case" pregnant with contraceptive device and genital bleeding seriousness criterion was downgraded to non-serious. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), endometritis ('acute endometritis'), abortion spontaneous ('/miscarriage') and haemorrhage in pregnancy ('heavy bleeding/ clotting') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included body mass index normal, multigravida, parity 5 (on (B)(6) 2007,(B)(6) 2009,(B)(6) 2011,(B)(6) 2014 and (B)(6) 2015), vaginitis, vulvovaginitis, pregnancy test positive, nausea, unintended pregnancy, dysfunctional uterine bleeding, endometritis, dizziness, amenorrhea, miscarriage (B)(6) 2016) and premature delivery. Current weight 122 lbs. Concurrent conditions included colposcopy, abnormal cervical cytology, low grade squamous intraepithelial lesion, anemia, weakness, lightheadedness, abdominal cramps, herpes simplex, upper respiratory infection, polyhydramnios and ovarian cyst ruptured. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). In 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)/excessive bleeding"), pelvic pain ("pain/chronic pelvic pain/excessive pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,"), back pain ("lower back/back pain"), abdominal pain ("abdomen pain/abdominal pain"), pain in extremity ("hands pain,leg pain,thighs pain"), anxiety ("anxiety"), depression ("psych injury- depression") and headache ("migraines / headache"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge occurs with bleeding stops"). In february 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux/acid reflux/gerd"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous (seriousness criterion medically significant), 1 year 7 months after insertion of essure. In 2018, the patient experienced vision blurred ("vision/eye problems fuzziness"). In (B)(6) 2018, the patient experienced depressed mood ("hormonal changes describe: sadness"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), hypoaesthesia ("numbness in extremities/numbness of hands and legs"), arthralgia ("hip pain"), pain ("waist pain"), dizziness ("dizziness."), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), alopecia ("hair loss") and fungal infection ("yeast infections") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), cefalexin monohydrate (lexipron), clarithromycin (macrobid), omeprazole (prilosec), ondansetron (zofran) and surgery (hysterectomy (partial), dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, endometritis, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy, menorrhagia, pelvic pain, depressed mood, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, hypoaesthesia, back pain, abdominal pain, arthralgia, pain, pain in extremity, dizziness, genital haemorrhage, metrorrhagia, iron deficiency anaemia, anxiety, alopecia, hormone level abnormal, depression, gastrooesophageal reflux disease, fungal infection and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, cystitis, depressed mood, depression, dizziness, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, haemorrhage in pregnancy, headache, hormone level abnormal, hypoaesthesia, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: fu (B)(6)2019: essure insertion date: (B)(6) 2016 (per summon). Event "injury" was reported. Patient experienced another pregnancy which is captured in the case number - (B)(4) ,plaintiff currently planning to remove essure. Current weight 120 lbs. 1st device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 1. 2nd device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 1. Discrepancy noted in essure insertion date:- (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: impression: I. Moderate colonic fecal stasis. 2. Small amount of free fluid ill the dependent portion of the pelvis. 3, essure inserts as described above. 3. Results called to (B)(6) emergency room. Hysterosalpingogram - on an unknown date: not reported. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection , migraine, headaches , vaginal discharge , bladder infection , haemorrhage in pregnancy , nausea , iron deficiency anaemia, pelvic pain, weight loss, blurry vision. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('/miscarriage'), haemorrhage in pregnancy ('heavy bleeding/ clotting') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included morbid obesity, multigravida, parity 5 (on (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2014 and (B)(6) 2015), vaginitis, vulvovaginitis, pregnancy test positive, nausea, unintended pregnancy, dysfunctional uterine bleeding, endometritis, dizziness and amenorrhea. Concurrent conditions included colposcopy, abnormal cervical cytology, low grade squamous intraepithelial lesion, anemia, weakness, lightheadedness and abdominal cramps. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pain/chronic pelvic pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary tract") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal discharge ("vaginal discharge occurs with bleeding stops"), fatigue ("fatigue,") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: reflux"). In 2017, the patient experienced migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant) and vision blurred ("vision/eye problems fuzziness"). In (B)(6) 2018, the patient experienced depressed mood ("hormonal changes describe: sadness"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), hypoaesthesia ("numbness in extremities"), back pain ("lower back/back pain"), abdominal pain ("abdomen pain/abdominal pain"), arthralgia ("hip pain"), pain ("waist pain"), pain in extremity ("hands pain,leg pain,thighs pain"), headache ("migraines / headache"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy, menorrhagia, pelvic pain, depressed mood, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, gastrointestinal disorder, hypoaesthesia, back pain, abdominal pain, arthralgia, pain, pain in extremity, headache, genital haemorrhage, metrorrhagia, iron deficiency anaemia, psychological trauma, alopecia and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, back pain, cystitis, depressed mood, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haemorrhage in pregnancy, headache, hormone level abnormal, hypoaesthesia, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: patient experienced another pregnancy which is captured in the case number - (B)(4), plaintiff currently planning to remove essure. Current weight (B)(6) lbs. 1st device loaded through operating channel of hysteroscope, and inserted into the r tubal ostia. Trailing coils in uterus: 1 2nd device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 1 discrepancy noted in essure insertion date:- (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Date of implant updated. New event "general abnormal bleeding" and "hormonal changes" reporter information were added. On 11-sep-2019: follow up 3 & 4 were processed together. Pfs received- date of explant added. This case become incident. Following events were added: metorhagia (bleeding b/w periods), anemia, psych injury, uterus perforation and hair loss. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.